Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was completed successfully with a surgical delay of ten to fifteen (10-15) minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number:319.006, synthes lot number: 5159196, supplier lot number: n/a, release to warehouse date: 31jan2006, expiration date: n/a, manufactured by synthes brandywine, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot number: 5159196) was received at us customer quality (cq). Visual inspection of the complaint device showed the needle component had broken off and the protection sleeve component was missing. The missing component possibly happened during cleaning/sterilization. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection could be performed due to post-manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the needle component has broken off. Additionally, the protection sleeve component is missing. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, that the five (5) depth gauges were broken and the tip of a screwdriver was bent when inserting an unknown screw. The procedure was completed successfully with a surgical delay of unknown number of minutes. The patient outcome was fine. Concomitant devices reported: screw (part number unknown, lot unknown, quantity unknown), depth gauge for 3.5mm cortex screws (part number 319.091, lot unknown, quantity 1), depth gauge for 2.0mm and 2.4mm screws (part number 319.006, lot unknown, quantity 3), stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (part number 03.130.010, lot unknown, quantity 1). This report involves one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 4 of 6 for (B)(4).